Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip. Intermittent button response noted during testing due to flattened dome switch on the up arrow button, down arrow button, esc and act buttons. J2 lcd connector was inspected and no anomalies are noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 10 mg/dl. The customer was treated with coke. The customer has been experiencing blood glucose for (B)(6) 2015. After the troubleshooting was done, customer was advised to monitor pump and speak with health care provider regarding the low blood glucose. The customer was advised that the pump will be replaced.